Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving bupivacaine (17.698 mg/day at 27 mg/ml) and morphine (2.9496 mg/day at 4.5 mg/ml) via an implantable infusion pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient began hearing the critical audible pump alarm on (B)(6) 2018. Per the event logs, a motor stall occurred on (B)(6) 2018 at 1322 and the tube set message occurred on (B)(6) 2018 at 1322. There was no motor stall recovery noted in the event logs. The patient did not recently have an MRI. The device manufacturer representative was not aware of any electromagnetic interference (emi) that may have caused the stall to occur. There was a pump refill on the date of the motor stall. A magnet was not utilized for the pump telemetry. The patient did not utilize a personal therapy manager (ptm). No medical symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the motor stall was not determined. It was noted that the patient reported that the pump started alarming on its own. The hcp noted that they went through the steps to find the cause of the stall. The pump was interrogated and no recovery was documented. The pump was scheduled to be replaced on (B)(6) 2018. No further complications were reported.